Manufacturer narrative:
D9: date returned to mfg.: 11/13/2025. H3 and h6. Codes: updated. Device evaluation: received one (1) used product sample. As received no damage or anomalies were observed. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of the set was observed not to inflate. The cuff was gently pinched off the inflation line to allow fluid into the cuff and the cuff inflated. The complaint of the trach not inflating can be confirmed. Corrective actions are in process including root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon failed to inflate. Patient involvement was noted; however, it is unclear whether the event occurred during pre-use testing or during actual patient use.

Manufacturer narrative:
H3: no product was received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.